Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses with two fingers were necessary for display to activate. The customer's blood glucose level was unaffected. The customer applied more pressure to the wake button and also removed the pump from the case to address the issue.